Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.

Event description:
Additional information: a percutaneous lead (driveline) replacement was completed on (B)(6) 2017. The lvad was connected to a power module via the grounded power module patient cable, and additional pump stoppages occurred. The patient was given an ungrounded patient cable for use with power module. The patient went home against medical advice. The patient underwent a pump exchange on (B)(6) 2017. No additional information was provided.

Manufacturer narrative:
Device evaluation: the original replaced external portion of the driveline measuring approximately 24 inches was returned. Examination of the original driveline measuring approximately 24 inches revealed the presence of a previous clam shell repair. The clamshell was removed and separation of the silicone sleeve to the metal connector was confirmed. Rescue tape was present throughout the returned portion of the silicone sleeve. Electrical continuity testing of this portion of the driveline did not reveal any discontinuities or shorts prior to removing the bionate layer. No damage to the bionate layer was observed. Breakdown of the metal shielding was identified throughout the driveline. Visual inspection of the wires found no fractures or breaches. The driveline was submerged in a saline bath for high-potential testing to check the resistance of each wire''s insulation. The test did not reveal any current leakage in the insulation of any of the wires that would have resulted in an electrical short. The explanted pump was returned assembled with the internal portion of the driveline cut less than 1 inch from the pump housing. An additional 37 inch portion of the distal end driveline was returned with the pump. No damage to the outer jacket of the driveline was observed. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts prior to removing the bionate layer. No damage to the bionate layer was observed. No damage to the metal shielding was observed. Visual inspection identified a breach in the insulation at approximately 11 inches from the repair site on the yellow wire of the original driveline, which would have been internal to the patient. The damage appeared to be consistent with abrasion damage due to repetitive flexing on the wire at this location. As a result of the damage to the insulation, the underlying yellow wire conductor was exposed. The reported pump speed drops and pump stoppages alarms would have occurred as a result of the exposed conductors of one wire contacting the braided shielding when the device was supported by the power module. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 6 years, 1 month. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that after over 6 years of support, during a routine clinic visit, pump speed drops and pump stoppage events were noted in the system controller log file. The patient was asymptomatic. The patient was stable on battery support. An ungrounded patient cable was provided to the patient for use with the power module. It was reported that the physicians would evaluate the patient and discuss possible long term solutions. No additional information was provided.